Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection. Patient was advised on loss of connection for less than 15 minutes. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/24/2016. The complaint of (complaint) was confirmed. A root cause could not be determined.